Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 475 mg/dl. The customer's current blood glucose is 159 mg/dl. The other blood glucose level was 511 mg/dl, 150 mg/dl and 120 mg/dl. Customer also performed displacement test and it was passed. The customer alleges pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer experienced symptoms such as nausea and vomiting. The customer was treated by manual insulin injection and insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer also reported that cannula was bent. The insulin pump and reservoir will not be returned for analysis.